Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that (B)(6) caucasian female underwent breast augmentation revision with mentor smooth round moderate profile 375cc saline prostheses. Left sided deflation and pain radiating to the nipple was reported post procedure. Additionally, right sided intermittent pain was noted. As a result, the devices are going to be explanted on (B)(6) 2019. See 1645337-2019-08306 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on 3/19/2019. When the devices were explanted, bilateral prosthesis replacement with 450cc mentor memorygel breast implants was performed. There was baker's grade iii capsular contracture present on the right sided prosthesis. The patient code associated with the reported pain (1994) has been replaced with capsular contracture. This report relates to the right prosthesis. Manufacturer¿s reference number: (B)(4).